Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support on (B)(6) 2018 of experiencing unspecified complications with the liberty select on or about (B)(6) 2018. The patient indicated that when removing the cassette a fluid leak was observed in the cassette door. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be performed using continuous ambulatory peritoneal dialysis. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Event description:
"."

Manufacturer narrative:
Correction: type of reportable event.